Event description:
A caller reported a malfunction with their insulin pump following a software update. There was no adverse impact to the customer's blood glucose level. The customer service team arranged for a replacement pump to be sent to the caller, as the malfunction code was not resettable. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.